Manufacturer narrative:
In addition to this report please see 1218950-2013-05712, 1218950-2014-05648, 1218950-2014-06549.

Event description:
The customer states that they have 4 faulty batteries. There was no reported pt involvement.